Manufacturer narrative:
Weight: information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2020. Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaints related to this production order number revealed one duplicate folder for the same serial number which was voided as a duplicated. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure as the patient was unhappy with his vision and was having a lot of visual disturbances with the lens. It was indicated that the patient is 20/20 for distance, 20/25 for intermediate. The patient complained of extreme fluctuating vision and glare and his symptoms did not improve until the iol was explanted. The patient¿s symptoms first noticed post-op week one (1) and the patient was not comfortable driving or using the computer. The patient has dry eyes and is aggressively treating with tears, compresses and xiidra. Reportedly, the patient has blue eyes and his pupil is larger (about 4.5 - 5mm). There were no surgical interventions such as vitrectomy, incision enlargement or sutures required. A replacement of different model and diopter (20.5 d) was used. There was no patient injury reported. It was noted that the patient is much happier with his vision now. It was indicated that the device is not available for return. The patient will be getting a monofocal iol implant in other eye. No further information was provided.